Event description:
Philips received a complaint on the v60 ventilator reporting the main alarms were not working. The system was not in clinical use; there was no reported harm. The customer biomed performed device testing and could not replicate the issue. The device was confirmed to be operating per specifications and no failure was identified.